Manufacturer narrative:
No product is being returned for evaluation and no lot has been provided to manufacturer. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed.

Event description:
Lap chole - "clips are falling of the structure, do not properly (v shape) or fall out of the jaw, in 4 times there were bile leakages which was seen after surgery. Because of the problems they have with the clip appliers. The assumption is that the patient problems were caused by instrument failures. They had never that much patient consequences before. Users are going to test in may and if problems still remain. They are going to switch." Patient status: re operated.